Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data: b1, b5, h1: the initial complaint was reviewed and found not reportable. The screw is part of the guide block 03.111.701 assembly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon was unable to screw the aiming block for distal radius plate onto the plate. The attempt was made using different plates. The surgeon suggested that the screw might be stripped. There was no patient involvement. Concomitant device: distal radius plate (part: unknown, lot: unknown, quantity: unknown). This report is for a positioning screw for distal radius guide block. This is report 2 of 2 for (B)(4).